Event description:
When inserting this catheter, possible contact to spinal cord may have occurred. The patient presented without symptoms in recovery room post op but then developed pain and cramping in the right arm about 8 hours post op. The catheter and an implanted pump (which is not the subject of a product complaint) were removed. The device was disposed of in the o.r. And is not available for evaluation. This patient also had difficulty with another flex tip intrathecal catheter kit.